Manufacturer narrative:
Citation: agrawal et al. Early experience with transcatheter aortic valve replacement (tavr) with bio-prosthetic valve in a tertiary care hospital in south-india. Journal of cardiovascular disease research. 2024, volume 15 , issue 2: 267-275. Doi: 10.48047/jcdr.2024.15.02.23. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding experience with transcatheter bioprosthetic aortic valves in a tertiary care hospital in south india. The study population included 19 patients with a mean age of 75.9 years who were predominantly male.  All patients were implanted with a medtronic corevalve bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: cardiac arrest, arrhythmia requiring permanent pacemaker implant, valve-in-valve for unspecified reason, pericardial effusion, mild paravalvular leak, complete heart block, atrial fibrillation, patient-prosthesis mismatch, congestive heart failure, and conversion to open surgery.  No further information was provided pertaining to medtronic products.